Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. Customer was educated on the accuracy of the displayed value and instructed to deliver a bolus to update the estimate. After acting on the suggestion, the caller's insulin estimate was revised. Further guidance was provided on managing pump discrepancies, and the caller agreed to monitor the situation and follow up if necessary.